Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unk) with the device while transporting the pt to a hosp. The complainant alleged that the medics lost the ECG trace on the device screen and that the device powered down each time the ambulance went over a bump in the road. The medics then turned the device back on and monitored the pt unitl the vehicle drove over another bump, at which time they would again lose the ECG track on the device screen and the unit powered down. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.